Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage requiring intervention occurred. The patient presented with coronary artery disease (cad). The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). Pre-dilation was performed with 2.5 nc balloon catheter. A 3.00 x 38 synergy ii drug-eluting stent (des) was advanced to treat the lesion. However, during deployment resistance was encountered and angiogram showed stent was distorted. Post-dilation was done, and another 3.00 x 38 synergy ii des was deployed to cover the damage segment and the procedure was completed. There were no patient complications nor injuries reported.